Event description:
In 2009 - pt underwent laparoscopic repair of an incisional hernia and was discharged the next day. The same month - pt was re-admitted four days later with infected mesh and perforated bowel. Mesh was explanted.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info. Device was reported to have been discarded at the user facility, therefore, no device eval possible. This MDR includes all pt's event, and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.